Manufacturer narrative:
We have now concluded the complaint investigation process. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition, it can be confirmed that all finished product specification testing was satisfied at the point of release. A visual inspection of the device was performed which did not identify any physical damage on the exterior of the product. A functional evaluation confirmed the complaint issue of difficulty to turn the handset locking key into the console port which was due to corrosion. We have been able to establish the root cause as corrosion. Smith and nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the handpiece interface was mechanically damaged, cannot lock anymore.